Event description:
It was reported that the customer had high blood glucose levels (200 mg/dl plus). Customer changes her infusion set every three days and changes her cartridge every six days.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, novalog was tested for up to 72 hours of use as labeled. The cartridge is contraindicated for user with products other than humalog and novalog.